Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found the top case was chipped and cracked, the bottom case was cracked by the l bracket screws, and the plunger head was cracked by all the screws. A review of the event history log identified check clutch/ plunger lever error in the history. Functional testing was performed and the reported issue was duplicated during the occlusion test. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced interconnect board as a preventative measure. Replaced clutch half's left and right, also replaced leadscrew and spring as a preventative measure.

Event description:
It was reported that the pump exhibited a plunger error. No patient injury was reported.